Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter once deployed. After several unsuccessful attempts at releasing the clip, the physician manipulated the external part of the device and the clip separated and stayed attached to the tissue. The procedure was completed with this resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.